Event description:
It was reported this right atrial (ra) lead exhibited loss of capture. The patient will be brought in for further evaluation. At this time the ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.